Event description:
Reporter indicated that device diagnostic testing after generator replacement surgery for end of service resulted in high lead impedance (dc-dc code 7 and limit), indicating possible device malfunction. Device diagnostic testing at the time of generator replacement surgery was within normal limits. Upon return to physician's office for follow-up visits (08/02 and 09/02), high lead impedance readings were obtained during device diagnostic testing. Evoked potential monitoring of the patient's generator indicated that the device was providing an output. Eeg monitoring of the patient's neck area indicated that stimulation was not being delivered. Lead break is suspected. X-rays were taken, but it is unknown at this time whether they revealed any discontinuities in the ncp system. The x-rays will not be forwarded to the manufacturer for review.